Manufacturer narrative:
Concomitant medical products: 459888 lead, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was possibly shocked inappropriately by the cardiac resynchronization therapy defibrillator (crt-d) for atrial fibrillation with rapid ventricular response that the device classified as fast ventricular tachycardia. The crt-d remains in use. No further patient complications have been reported as a result of this event.